Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the pump had flipped upside down. The pump was corrected manually. The filling issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse regarding a patient who was receiving lioresal (unknown dose and concentration) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The reporter could aspirate but was unable to fill, the patient came in for a refill and they expected 3.2ml old drug but what she aspirated out of the reservoir was less than an inch of condensation, she decided to fill the pump but was not able to due to a lot of pressure, it would not let her move the plunger, she tried all the troubleshooting steps but was unsuccessful at filling the pump. She confirmed proper needle orientation, she was using a manufacturers refill kit, the kit tub patency and needle patency had been checked. She had to let the patient go at the time without filling the pump but would try additional troubleshooting steps that were provided i.e holding negative pressure (locked valve procedure) and using a smaller (5/10cc) syringe to force saline into the reservoir, these troubleshooting steps had been reviewed by the technical service agent. A manufacturers representative also reported the same issue and was to review the troubleshooting steps reviewed by the technical service agent with the health care professional. There were no symptoms reported no further complications were reported.